Event description:
Patient had a disposable hot pack explode onto her when she tried to activate it. (Contains sodium acetate water.) Some went in eyes per patient and on skin. Patient says she rinsed eyes with water and cleaned skin. She has continued blurred vision (reason for admission) and mild rash on chest.